Manufacturer narrative:
(B)(4). A review of lot f1715902, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a mynxgrip vascular closure device tip was kinked and couldn't pass the lesion because of calcification and tortuous vessel. The product was stored as instructed per labeling. The patient was noted to be obese. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a percutaneous coronary intervention (pci). The mynx vcd was prepped according to IFU instructions. Excess force was not applied during insertion. Hemostasis was achieved with less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device tip was kinked and couldn't pass the lesion because of calcification and tortuous vessel. The product was stored as instructed per labeling. The patient was noted to be obese. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a percutaneous coronary intervention (pci). The mynx vcd was prepped according to IFU instructions. Excess force was not applied during insertion. Hemostasis was achieved with less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The returned device atraumatic wire distal tip was observed severely bent/damaged. The syringe was connected to the device with the stopcock open. The sealant and advancer tube were found in their manufactured positions as received. The procedural sheath was not returned with the device. No other visual damages or anomalies were observed. Without the return of the procedural sheath, a physical evaluation to determine whether there was damage to the procedural sheath that could have contributed to the reported complaint could not be made. A device history record (DHR) review of lot f f1715902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since the procedural sheath was not returned. The root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the reported event may have been attributed to the condition of the patient¿s vessel (calcified and tortuous vessel) or the condition of the sheath since the mynxgrip device was able to be inserted into a lab sample sheath with no resistance. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture, or in patients with morbid obesity (bmi >40). The returned device performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.